Event description:
It was reported that the catheter was knicked and stopped working. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 10cm powerglide rt catheter. Usage residues were observed throughout the sample. The catheter exhibited multiple kinks and bends along its length. Sharp kinks were observed just distal of the molded joint and 6.3cm from the distal tip. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization of the sample. Microscopic inspection of the sample confirmed the presence of sharp kinks in the catheter tubing. Inspection of the distal tip revealed material buckling. The kinking and curved shape memory was consistent with device manipulation. The usage residues suggested that manipulation occurred during attempted device use. The tip buckling suggested that insertion was attempted into tissue or against resistance. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was knicked and stopped working. No other information was provided.